Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the monopolar curved scissors instrument had damage to the tip of the instrument at the transition from the insulated shaft to the jaw. The procedure outcome was unknown with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found with the proximal clevis dislodged and attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage, or removal can cause damage.

Event description:
Refer to h11 for follow-up information.